Event description:
A malfunction was reported on the customer's pump, which led to a blood glucose level exceeding 500 mg/dl. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.